Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j0177979r, implanted: (B)(6) 2001, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy on (B)(6) 2013-11-14. The expected residual volume (erv) was 19ml and the actual residual volume (arv) was 18ml. It was noted that the nurse practitioner (np) was unsure why upon pulling drug out 20 minutes after refill there was ¿18ml vs. The 19ml¿ that the pump was filled with. The pump was delivering morphine and clonidine. The issue was at the device pocket. It was reported that there were overdose symptoms associated with the event, ¿apparent overdose symptoms from clonidine.¿ the patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported that there had been no further instances of volume discrepancies. It was noted that there was a drug overdose during routine refill. The exact overdose symptoms that the patient was experiencing were: sedation, hypotension and weakness. Dose was decreased after subcutaneous fill. There were no further diagnostic or troubleshooting done. It was noted the patient was doing ¿ok¿ and they were receiving effective therapy.